Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was applied during a gastric banding procedure. Reportedly, the seal disengaged. The surgeon applies another instrument to complete the procedure. The hospital has reported that no pt injury occurred.